Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74cm.

Event description:
A report was received that the patient was experiencing foot pain following permanent implant. The physician believed that the pain was due to the irritation of the nerves and spine where the lead was implanted. The patient was given dilaudid and neurontin. The patient was reportedly doing well.